Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's son checked the ins on the left side and end of service (eos) appeared on the screen. There is an allegation/dissatisfaction with longevity. They cannot believe it has only been 3 years and that the previous ins lasted longer. No symptoms were reported. No further complications were reported or anticipated with this event.